Manufacturer narrative:
(B)(4). Method: the complaint rt132 infant continuous flow breathing circuit was returned to fph in (B)(4) for evaluation, where it was visually inspected and pressure tested. Results: visual inspection of the subject breathing circuit revealed a moulding defect to the heater wire plug. The pressure test result was outside of specification. A lot check revealed no other complaints of this nature for lot 150710. Conclusion: based on the investigation conducted, the moulding defect occurred during the manufacturing process and appears to have been overlooked by production operators during process monitoring. This complaint is the first of its nature for the rt132 infant continuous flow breathing circuit with (B)(4) sold since first release in 2004. The user instructions that accompany the rt132 infant continuous flow breathing circuit states: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."

Event description:
A distributor in (B)(6) reported via a fisher & paykel healthcare representative that an rt132 infant continuous flow breathing circuit had a deformed heater wire plug. There was no patient involvement.